Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump was monitored for several days and no failed battery test alarms occurred during testing. They were unable to verify the battery cap damage due to pump being received without the original battery cap. The pump was received with a corroded battery tube, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a failed battery test and battery issues. Costumer stated that last night the battery showed 3/4 full and this morning it was zero. Customer thinks that there might be some corrosion in the battery compartment and cap. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer stated that the battery contacts were damaged and the battery compartment was corroded. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.